Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s under PMA/510(k) number: k011375. Analysis and results: there are no previous complaints of this code-batch. We manufactured 4,788 units of this code-batch. There are 144 units blocked in our stock. Reviewed the batch manufacturing record, this batch had an incidence but was released into the market fulfilling usp/ep and b.braun surgical requirements. We have received 24 closed samples to analyze this case. Tightness test to the samples received has been performed and the units are tight. However, when opening the packs, we have found that the needle is detached from the thread in 6 of the 24 closed samples received. We have checked these samples and the thread seems that was escaped from the needle probably caused by a too low strength applied in the manufacturing process to attach the thread to the needle. Taking into account that the samples received does not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the failure in the samples received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. You will receive a credit note for one box of product as compensation. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monosyn suture. The client (veterinarian) reported that when opening 6 packages, in 2 of them the needle was missing.